Event description:
It was reported that a screwdriver tip broke during a procedure. The physician suspects that the handle does not torque properly. There was no prolongation of surgery or adverse events related to the patient.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The incident is associated with the device reported in MFR report # 1526439-2013-36718.

Manufacturer narrative:
Visual inspection of the viper2 final tightener driver showed a fracture located on the driver¿s distal tip. The device was sent to the lab for fracture analysis. A scanning electron microscopy analysis was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft. In addition, plastic deformation at the potential fracture termination site can also be seen. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the viper2 final tightener driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the viper2 final tightener driver was conducted. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause for the viper2 final tightener driver tip can be attributed to the handle being seized. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.